Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, contamination under keypad button contacts, a battery compartment crack, and a damaged casing. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the pump casing was damaged near the display. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the keypad cover was also torn at the up arrow and down arrow buttons. (B)(6).